Event description:
It was reported that, during a routine follow-up, the right ventricular (rv) lead was found to be undersensing and had high capture thresholds. Which was suspected to be caused by a change in workout routine with vigorous activity. Then, an x-ray was performed and a revision procedure was scheduled. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that, during a routine follow-up, the right ventricular (rv) lead was found to be undersensing and had high capture thresholds. Which was suspected to be caused by a change in workout routine with vigorous activity. Then, an x-ray was performed and the rv lead was found to be dislodged. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.